Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. The patient went to the operating room this morning for a washout. The doctor pulled back two centimeters then readvanced two centimeters and after that the purge system started alarming high purge pressure and purge system blocked. The position looks good but a clot was found in the left atrium. The right atrium and right ventricle were distended. A washout was performed and the patient sent to the cardiovascular intensive care unit. The medical doctor did not want to start tissue plasminogen activator so they ordered heparin in the purge system and started systemic heparin. The nurse was walked through changing the purge cassette and solution but no change with the purge alarms. The medical doctors all were aware that the pump could stop. They were advised to keep an eye on the motor current and watch for a spike. The patient may be taken back to the operating room tomorrow for another wash out and possible pump swap out.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. Purge pressure high/purge system blocked: data logs were reviewed and the log at time of "high purge pressure" alarms showed a spike and step up in motor current with small spike in motor speed and rise and full saturation of pump flow for a few minutes after motor current spike. The cause of the high purge pressure/purge system blocked was due to biomaterial ingestion based on data log analysis and clinical details. Device history review: the device passed all post sterile inspection checks